Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max reperfusion catheter. During preparation for the procedure, the physician saw that the catheter was kinked while attempting to flush it. The procedure was completed with a another device.

Manufacturer narrative:
Result: the 5max catheter was kinked approximately 4.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the 5max catheter was found kinked when flushed during device preparation. Evaluation of the returned device confirmed a kink in the proximal shaft of the catheter. This damage was likely due to improper handling of the device during removal from the packaging hoop. These devices are 100% visually inspected for damage during packaging and this region of the shaft would have been protected from damage in the package by the hoop. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.